Event description:
During a tlif 1 level surgery, the surgeon used a mallet to hit the pedicle probe causing the end to come off at the 30 mm mark. The surgeon removed the tip from the patient and completed the case without patient injury. There was no reported surgical delay.

Manufacturer narrative:
Investigation is pending.